Event description:
It was reported that the patient presented for a follow up in-clinic. Upon inspection, it was noted that the pacemaker migrated from the pocket. The pacemaker was repositioned and stabilized with a kangaroo pouch. The patient was in stable condition.